Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a burning sensation as well as a shocking/jolting sensation. The patient was at the emergency room. The stimulation had been turned off 4 hours prior, but the patient still felt the shocking/jolting. It was unclear as to which device was the source of the symptoms. The patient was redirected to their implanting physician. Additional information was requested. See MFR# 3004209178201100677.